Manufacturer narrative:
Two additional occurrences of this complaint wer reported to vygon, and their details can be found in the following mdrs: 2245270-2016-00002. 2245270-2016-00004. The complaint has been submitted to vygon (B)(4), which is where this part was manufactured, for evaluation. Vygon (B)(4) was unable to confirm the complaint because the catheter was unavailable for their investigation. Each catheter is leak and flow tested before packaging, therefore a production fault is very unlikely. This complaint is not confirmed. The customer did admit to using chg for disinfection. In the instructions for use (IFU) for this product there is a statement that warns not to use organic solvents such as alcohol or acetone may interact with catheter material and weaken it. CAPA: the supplier of the catheter has issued CAPA # (B)(4) to include a warning leaflet inside each catheter package advising the user to avoid allowing alcohol based disinfectants or other organic solvents to come into contact with their catheters.

Event description:
Catheter leaking and breaking at hub. The facility does use chlorohexidine. There were two additional occurrences of this product problem.

Manufacturer narrative:
Two additional occurrences of this complaint wer reported to vygon, and their details can be found in the following mdrs: 2245270-2016-00002, 2245270-2016-00004. Although a sample of the malfunctioning device was not made available by the user, the details of this complaint have been forwarded to vygon gmbh for investigation. The results of this investigation are stil pending, ans will be communicated to FDA within 30 days of tits conclusion via follow-up MDR.

Event description:
Catheter leaking and breaking at hub. The facility does use chlorohexidine. There were two additional occurrences of this product problem.